Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance. This is a regulatory report by a physician from (B)(6) of sterile peritonitis in a patient coincident with extraneal viaflex (lot number 10h23g41) therapy, intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2010, the patient experienced sterile peritonitis manifested by cloudy peritoneal effluent without abdominal pain which did not require hospitalization. The patient was not treated with remedial therapy. On an unreported date, extraneal viaflex therapy was withdrawn and the physician reported that the patient improved. Nutrineal pd4 unknown bag therapy was ongoing. On (B)(6) 2010, the patient had recovered from the event of sterile peritonitis. The physician considered the event of sterile peritonitis to be related to extraneal viaflex. The physician did not consider the event to be related to nutrineal pd4 unknown bag therapy.